Manufacturer narrative:
The investigation of positioning issues has been completed. The impella device was not returned for evaluation. Clinical reported successfully implanted the pump. After transporting the patient from the catheterization lab to the ICU, the pump was positioned in the aorta. Position was verified by echo. Repositioning was not attempted and pump was explanted since the patient did not require as much hemodynamic support and the pigtail was already positioned above the aortic valve. The root cause of the positioning issue was most likely patient movement since clinical reported the pump was positioned in the aorta after transport. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26831 as it is unknown if the initial reporter also sent the report to the food and drug administration. G2 report source; foreign was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26831.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella cp support and during support, the pump had dislocated, and since the pigtail was already positioned above the aortic valve, he did not want to advance pump any further into the left ventricle. Furthermore, the patient did not require as much hemodynamic support, so the team decided to completely withdraw the pump. Unfortunately, no pump was returned for complaint. Thus, the case was closed without any negative outcome or any harm to patient.